Event description:
A surgical assistant reported that a sys message displayed during surgery. The procedure was completed with an alternate sys with no harm to the pt reported.

Manufacturer narrative:
The company rep examined the sys and was unable to duplicate the sys message reported. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).